Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Patient reported they had ongoing pocket pain after they had lost about 30 lbs since implant. Pt was then referred to a surgeon for pocket revision. No complaints about the device directly, just about the pocket pain. A revision was planned for (B)(6) 2024 and pt had the ins pocket moved 6 inches higher and more to the center of their body. It is unknown if the issue has been resolved, but the rep noted they would submit any new information that becomes available.